Manufacturer narrative:
(B)(4).

Event description:
It was reported "the material was broken. The breakage on the devices was near the machine side connector. This was noted prior to use". No patient involvement reported.

Event description:
It was reported "the material was broken. The breakage on the devices was near the machine side connector. This was noted prior to use". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). The actual sample was returned by the customer, along with a representative sample. A visual exam was performed and it was found that the tubing on both samples was stretched and torn. The torn tubing on both devices was near the machine side connector. The stretch marks on the samples is a sign that the tubes were overstressed/pulled during connection between the tube and filter. The manufacturing site reports that in the current manufacturing procedure 100% leak testing is conducted during the assembly process and a 100% visual inspection is also conducted at the packing area; thus any defective product will be detected prior to release. There is a possibility that the torn tubing occurred due to user mishandling. The tube has to be soft and flexible in order to meet the user requirement. As the tube soft and flexible it is prone to be torn and create holes when it is over pulled or stretched. The IFU for this product mentions to store in a cool and dry place, protected from light and ozone. In addition, the product must not be used with flammable anesthetics. The IFU also mentions to check the system for leakages. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The root cause was determined to be user related.